Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while positioning the lead, fluoroscopy showed an acute angle on the distal portion of the lead. The physician chose to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.no anomalies were found. If information is provided in the future, a supplemental report will be issued.